Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
In (B)(6) 2010, a female patient was undergoing a craniotomy when the radiolucent skull clamp slipped. A slippage occurred prior to drilling for the procedure. There was a 10-15 minute delay while the unit was exchanged for a mayfield skull clamp. No stereotaxy device was being used. Mayfield disposable pins were used during the procedure. There was no injury involved with this incident.